Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge coupler device r-unit is broken, the image is green. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined, and additionally, the most probable cause for the charge-coupled device r-unit being broken and the image appearing green was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had poor lighting and had many broken fibers. The event occurred during inspection for use. There were no reports of patient harm.